Manufacturer narrative:
No further information has been provided at this time.

Event description:
A customer reported that the needle of the rycroft cannula separated from the base. The customer alleged that there was injury to the eye of the patient. ((B)(4)).

Event description:
A customer reported that the needle of the rycroft cannula separated from the base. The customer alleged that there was injury to the eye of the patient. ((B)(4)).

Manufacturer narrative:
No further information has been provided at this time.